Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action 2356421 and corrective and preventive action 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged imdrf cause investigation code: code b24 is not available in database to capture event history log review name: tandem. Country: united states of america. Address ¿ line 1: 11045 roselle street. Address ¿ line 2: suite 200. City: san diego. State: california. Zip code: 92121. Additional information - this medical device report (MDR)is being submitted to include the below: investigation results under type of investigation, investigation findings, investigation conclusions. Investigation summary. Complaint investigation results: electronic quality management system search: a query was run in the electronic quality management system on 13/jun/2026 against "lot number" "5359618" and similar malfunction codes: soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site, soft cannula bent/kinked/crimped after removal - reduced flow. The review confirmed that lot 6003438 and the identified failure mode are not associated with any non-conformance report or corrective and preventive action of the same or similar nature. Similar complaints search: a query was run in the electronic quality management system on 13/jun/2026 against "lot number" criteria equal "5359618" and similar malfunction codes: soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site, soft cannula bent/kinked/crimped after removal - reduced flow. The count of complaints is 1. The complaint number is complaint: "(B)(4).". DHR review: the lot 5359618 was manufactured according to work instruction version and manufactured in the inset 1, on 19/ago/2021 with a total of (B)(4).. The sub-assembly gluing of tubing of the lot 5363111 was manufactured according to the work instruction version 48 and manufactured in the gluing machine sc01, on 19/aug/2021, with a total of (B)(4) units. The overall device history record review confirms that all required process related tests were completed and met applicable requirements. No deviations were identified, and no maintenance events were recorded related to the reported issue. Conclusion: device history record review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Corrective and preventive action determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (monthly trips and alerts). Root cause of problem: this complaint did not require escalation to corrective and preventive action; therefore, no further root cause investigation has been completed. Corrective action as a result of the investigation: this complaint did not require escalation to corrective and preventive action; therefore, no corrective and preventive action plan is available. Corrective and preventive action determination = no corrective and preventive action required. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Following investigation, the reported failure could not be confirmed for this complaint. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient found the cannula bent upon its removal and experienced elevated blood glucose level on (B)(6) 2022.